Event description:
It was reported that the patient presented for follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made. The patient was stable.

Manufacturer narrative:
Correction: h6 - health effect - impact code additional information: b5.

Event description:
New information received notes that post- paced t wave over-sensing reoccurred. Further information was requested but not received.